Event description:
It was reported that the infusion set was leaking at the headset and the customer experienced high blood glucose levels of 250 mg/dl as a result of a bent cannula. The customer stated that with this particular lot, he has had six instances of leaking and bent cannulas.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.